Event description:
A doctor reported to the manufacturer that a pt had suffered an adverse event. After several attempts to obtain more info the doctor advised that a pt had a plug surgically removed.